Event description:
End user received a medline walker with guardian 5" wheels from the hosp. He stated that he was in his home last week when he tipped the walker a bit as he has a slight problem with balancing. Upon doing so, the wheel hub cracked causing the walker to tip completely over and he fell hard on the floor. He was checked out at the clinic and has a hemotoma on his hip and leg. The unit has not been received for evaluation by sunrise medical.